Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 305924. Batch no. 7093907. It was reported that before use of the bd safetyglide¿ shielding hypodermic needle the plunger was not attached to the rubber tip. The following information was provided by the initial reporter: plunger not attached to the rubber tip, no way to draw up vaccine. Slides right to the end if held up. Another package in the box had a defective plunger where the black rubber was "wavy" and fluid leaked past the plunger and out the end of the tube. The nurse was unable to save this product because there was vaccine in it and so it was discarded.

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 305924 batch no. 7093907. It was reported that before use of the bd safetyglide¿ shielding hypodermic needle the plunger was not attached to the rubber tip. The following information was provided by the initial reporter: plunger not attached to the rubber tip, no way to draw up vaccine. Slides right to the end if held up. Another package in the box had a defective plunger where the black rubber was "wavy" and fluid leaked past the plunger and out the end of the tube. The nurse was unable to save this product because there was vaccine in it and so it was discarded.